Event description:
Pt had a laparoscopy in 2004. Dr found adhesions. He cut the adhesions down. Two weeks later 2004, pt had a hysterectomy. The adhesiions had returned, dr cut them down again, and put in two pieces of surgiwrap film to act as adhesion barriers. The next month, pt developed a hematoma, while the dr was draining this hematoma he noticed one of the pieces of surgiwrap which had yet to absorb or dissolve. He removed it. Three months later pt had another surgery to remove granulation tissue and dr found small pieces of surgiwrap within cells pt's body has produced to fight this foreign matter. Pt is still in quite a bit of pain, and will be most likely going in for another surgery to have this surgiwrap -now 5 months old- removed -the second piece-. It is not dissolving as specified as it should. Pt cannot find any reports of complaints, risks or reactions from this product.